Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It was discarded.

Event description:
It was reported that the left tmj devices were removed due to infection. The surgeon plans to implant new devices after treating the infection. No more information is available at this moment.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a CT scan that showed those devices were removed and specified the organism of the bacterial infection. Infection is a known adverse effect identified on the product labeling. Relevant documents such as the sterilization run sheet (b2101) for this case were reviewed, and it did not show any irregularities. The information received does not suggest a device failure, malfunction, or other performance issues. Should further information become available, this report will be revised. H3 other text: not available.

Event description:
It was reported that the left tmj devices were removed due to infection. The surgeon plans to implant new devices after treating the infection. No more information is available at this moment.